Event description:
It was reported that the system 6800 had artifact visible on the display. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. In disassembling the camera it was determined that there were specs of foreign debris on the image intensifier. The assembly was cleaned and reassembled and aligned. The system was tested and found to be working as intended and placed back into service.